Event description:
It was reported to baxter australia that three infusor lv 10 devices were leaking during freezing. This is report number 3 of 3. There was no patient injury or medical intervention reported. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This device was not returned to baxter for evaluation, therefore the reported condition could not be confirmed. The root cause investigation is currently being performed under CAPA # (B)(4). . Batch review determined that no nonconformance reports were documented for this lot during manufacturing.